Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that the customer needed programming assistance. Customer's blood glucose level was 286 mg/dl. Caller did was not sure about the rest of the settings. Caller stated that she got the setting from tish, who won't be back until 6:30 pm. Caller was advised to call back once tish is back to get the correct settings. On (B)(6) 2015, the nurse reported that there was an ambulance was called and the customer was hospitalized on (B)(6) 2015. Customer did not have the pump. Customer arrived by ambulance. Customer's blood glucose level was greater than 700 mg/dl. Customer is in the intensive care unit. Nurse stated that the customer went without insulin for 9 days. Nurse will try to locate the pump and call back. No further assistance needed.